Manufacturer narrative:
This is the first complaint reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown, however, the customer event is believed to be related to design specification. An internal investigation has been opened to address the issue. (B)(4).

Event description:
A hospital pharmacist reported that a lack of sealing between the infusion cannula and the trocar was noted by a surgical nurse during a vitrectomy. The procedure was completed with no harm to the pt.